Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the (B)(6) alleged a discrepant result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. No harm was alleged. The alleged sample initially generated a positive flu a result but was negative when retested on a different platform. An investigation has been initiated and is ongoing.

Manufacturer narrative:
Facility name truncated due to character limit: (B)(6). A customer from the (B)(6) alleged a discrepant result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. No harm was alleged. An investigation has been initiated and is ongoing. (B)(4).

Manufacturer narrative:
A supplemental follow-up is being filed for 2243471-2021-01349 to provide case closure. Evaluation method, result and conclusion codes have been updated accordingly. A customer from the (B)(6) alleged a discrepant result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. An investigation was performed which did not identify any product problem. No abnormalities or any indication of a false positive result were identified during the data review. Although requested, no information regarding the comparison test was provided and it is likely this discrepancy is due to a difference in assay technologies. The customer's allegation is substantiated. Additionally, the effect of non-recommended sample handling practices cannot be ruled out as a contributing factor.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the (B)(6) alleged a discrepant result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. No harm was alleged. The alleged sample initially generated a positive flu a result but was negative when retested on a different platform. According to the customer, samples are collected using mwe 9515 virocult for collection media which is not considered a validated method. Per the method sheet, samples should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. An investigation was performed which did not identify any product problem. No abnormalities or any indication of a false positive result were identified during the data review. Although requested, no information regarding the comparison test was provided and it is likely this discrepancy is due to a difference in assay technologies. The customer's allegation is substantiated. Additionally, the effect of non-recommended sample handling practices cannot be ruled out as a contributing factor.